Event description:
Distributor representative reported a cerebrospinal fluid (csf) leak after a cranial procedure, in which duraseal was used. Patient (11y, f) underwent a suboccipital decompression laminectomy/duraplasty procedure in 2006. During the patient's post-op visit the following month, a bulge on the back of the neck was observed. A CT scan confirmed csf leak. Patient was re-operated the following day to repair the leak. Following re-operation, patient recovered without further incident.

Manufacturer narrative:
A csf leak with pseudomeningocele was reported following a cranial procedure in which duraseal was used. A re-operation was done approximately 5 weeks after initial surgery to repair the csf leak. Following re-operation, patient recovered without further incident. In the precaution section of the duraseal instructions for use (IFU) clearly states "do not use in patients younger than 18 years of age..." Therefore, the use of this device in this incident is considered off-label use. As described in the duraseal IFU: "the duraseal dural sealant system is intended for use as an adjunct to sutured dural repair during cranial surgery to provide watertight closure". The IFU further cites the incidence of csf leaks in the clinical study: "the incidence of post-op csf leaks in this study was 4.5%. Of these 1.8% were incisional and 2.7% were pseudomeningoceles".